Event description:
It was reported that a 120804fp fogarty catheter balloon from lot 63669970, failed and leaks were observed when the balloon was being tested before placement. There was no patient injury.

Manufacturer narrative:
Our product evaluation lab received one 120804f catheter. The balloon latex appeared deteriorated and discolored. Multiple cracks and a tear were evident on balloon latex. Both balloon windings were intact. Leakage was observed through the tear. The balloon latex was released from the proximal windings to check balloon edges at the tear and the edges did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The report of the failed balloon was confirmed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
An engineering evaluation was completed. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.